Event description:
It was reported that an advantage mesh sling device was implanted in the patient. Approximately one week after the procedure, the patient developed swelling and discomfort at one of the abdominal skin incisions, which progressed into a localized lump. The patient independently attempted to express the lump and expelled a portion of a blue suture consistent with the leader loop from within the incision. The physician suspected that a retained segment of the leader loop contributed to the patient's pain. Medication was administered to manage the complication.

Manufacturer narrative:
Block b3: the exact event onset date is unknown. The event date of march 2, 2026, was selected as a best estimate, based on the reported timeframe of one week post-operation following the procedure on (B)(6) 2026. Blocks d4, h4: the complainant was unable to provide the suspect device lot number, therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block g4: the premarket / 510(k) #s are k211223 & k231549. Block h6: the following imdrf patient codes capture the reportable events of: e2326 - inflammation . E2238 - swelling/edema. E2008 - foreign body in patient. Imdrf impact code f2303 capture the reportable event of antibiotic prescription.